Event description:
On (B)(6) 2012, the pt was undergoing repair of an abdominal aortic aneurysm. Upon trying to deploy a gore excluder aaa endoprosthesis aortic extender component, the deployment line appeared to be stuck after deploying about four inches of line. It appeared that the device had been fully deployed; therefore the catheter was gently pulled back. Upon doing this, it was noted that the cuff was still attached to the catheter because the graft was moving. A coda occlusion balloon was placed up the other limb and ballooned above the flow divider. The physician pulled harder on the deployment line and the line popped and the catheter came free. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.